Event description:
Analysis of the returned device revealed that subject stent delivery wire was broken/fractured during use. There was no clinical consequence to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the returned stent was found to be deployed. The stent was found to be slightly deformed with frayed braid edges but fully opened. The stent delivery wire sdw was kinked 1.5cm and 6.2cm from the distal end. The resheath pad had been pulled over the bumper and was adjacent to the petal, the bumper was almost half broken off. The stent introducer sheath was crushed and damaged at the distal tip. During functional inspection, stent failed/unable to open not confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. All other materials used in the procedure in conjunction with the subject device were used uneventfully. The device was in use on the patient at the time of the event and there was no harm to the patient reported. The patient¿s anatomy was moderately tortuous. There was no resistance encountered during navigation of the flow diverter device to the target lesion, there was no resistance encountered during the implant (stent) deployment, the only difficulty was in opening the medial part to the proximal part, with no success in releasing the opening of the entire stent. In the physician¿s opinion, he believes the problem was with the stent itself, as he tried all possible techniques to release it and even so it was unsuccessful, even when he removed the stent did not open. Analysis of the returned device found the stent had been deployed and was slightly deformed but fully opened. The sdw was kinked 1.5cm and 6.2cm from the distal end. The resheath pad on the sdw had been pulled over the bumper and was found adjacent to the petal, in addition the bumper was almost half broken off. The stent introducer sheath was crushed and damaged at the distal tip. The significant damage noted to the sdw and introducer sheath indicates a severe force was used during the procedure which would have contributed to the issues deploying the stent. As the returned stent was fully opened the as reported 'stent failed/unable to open (when not implanted)¿ was not confirmed during product analysis. An assignable cause of procedural factors will be assigned to the analyzed ¿stent deployed prematurely during retraction/re-sheathing¿, ¿stent deformed¿, ¿sdw kinked/bent¿, ¿sdw broken/fractured during use¿ and 'stent introducer sheath distal tip damaged¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.